Event description:
The customer reported that the monitors on the system displayed problems with power supply. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the fuse f1 3, 15a 500 and repaired the power supply. The system operates as intended.